Event description:
Fluctuating low positive end-expiratory pressure (peep) readings on ventilator. Peep set at 10, readings less than 5 after checking for leaks at patient interface and circuit. Baby required increased o2 with decreasing oxygen saturation. Clinical engineering has vent sequestered. Maquet/getinge service rep. Evaluated vent, could not duplicate reported issue. All tests passed manufacturers specification - returned to service. No harm to patient.